Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient did not require hospitalization for the event. The peritonitis manifested as abdominal pain and the patient was treated with vancomycin and an unspecified antibiotic (doses, frequencies and route not reported) for the event. After a week of treatment, the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.